Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device gave a check vent battery failed alarm while in use. No patient harm. Pending patient information.

Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem. The battery was not charging. The manufacturer's field service engineer repaired the unit by replacing the battery. The device is back in service. Patient information was requested but it is not available.